Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port was clogged/blocked/occluded. The following information was provided by the initial reporter: the filter was only able to be primed to a certain level , not allowing complete fluid filtration along the length of the filter line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-04. H6: investigation summary. One 20350e-0006 sample from lot 20075221 was received in open packaging for investigation; fluid was present in the line. The sample was subjected to functional testing by connecting a retained 50ml bd plastipak syringe from stock to the female luer of the returned sample; the customer's experience was confirmed as an occlusion was identified at the lower tubing joint of the in-line filter. A closer inspection identified excess solvent at the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. It was confirmed that the blockage was caused by excess solvent being applied at the tubing joint of the in-line filter during manufacture. This is a hand assembled joint and is likely to have occurred due to human error. A review of the production records for lot 20075221 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 20350e-0006 product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port was clogged/blocked/occluded. The following information was provided by the initial reporter: the filter was only able to be primed to a certain level , not allowing complete fluid filtration along the length of the filter line.